Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed. The customer observed an error 4 message and low battery icon. The calibration code stored in the meter changed to 18. This meter is one where the units of measurement can be changed inadvertently. However, it appears from the information that the meter has very likely suffered from the memory overwrite issue causing the units ot change to mg/dl. A freesyle freedom meter has been sent to the customer as a replacement.

Manufacturer narrative:
The memory overwrite issue with the freestyle meters is a known issue when the battery voltage drops below a certain level. This known potential failure mode has been recorded through risk evaluation and exception report). In addition a field action has been issued. The customer's meter has been returned. Investigations are underway.